Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device was making a clicking noise from the compressor and there was an unknown fault with the o2 valve. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to a zoll approved service provider. The customer's report was observed during initial testing. However, the report was unable to be duplicated. A replacement smart pneumatic module board assembly kit was sent to the service provider. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device was making a clicking noise from the compressor. Complainant indicated that there was no patient involvement in the reported malfunction.